Event description:
Additional information received from a healthcare provider via a clinical study updated the clinical diagnosis was therapeutic response decreased.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Updated information for the event was provided by the foreign hcp via the clinical study on (B)(6) 2019. It was reported that the patient reported still experiencing the same situation regarding pain as of (B)(6) 2019. As a result, the intervention taken was to reprogram again on (B)(6) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Updated information for the event was provided by the foreign hcp via the clinical study on (B)(6)2019. It was reported that on 2019-sep-23 the drug was switched to hydromorphone. The outcome was unresolved at the time of the study exit/death/study closure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional via a clinical study regarding a patient who was receiving morphine 10 mg/ml at a dose of 1.19953 mg/day via an implantable pump. The indication for use was not provided. It was reported on (B)(6) 2019 that the patient experienced increased back and leg pain, first reported to hcp on (B)(6) 2019. It was reported that the event onset date of the event was (B)(6) 2019. Reprogramming was done on (B)(6) 2019 as an intervention. The patient again reported having increased back and leg pain on (B)(6) 2019, (B)(6) 2019, and (B)(6) 2019. Reprogramming was done on (B)(6) 2019 and (B)(6) 2019. In addition, medication was also administered on (B)(6) 2019. It was also indicated that examination on (B)(6) 2019 had results of "probably psychological issues." The event resulted in in-patient hospitalization and an unscheduled clinic or office visit. The clinical diagnosis was reported to be drug underdose due to loss of pain relief. The etiology of the event was indicated to be related to the device/therapy and the drug. The outcome of the event was ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Updated information for the event was provided by the foreign hcp via the clinical study on (B)(6) 2019. It was reported that the patient reported still experiencing the same situation regarding pain as of (B)(6) 2019. As a result, the intervention taken was to reprogram again on (B)(6) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via an update of the event from the clinical study and via follow-up with the clinical study. It was reported that the patient experienced a loss of pain relief as a consequence of psychological issues, with psychological follow-up ongoing. The psychological issue was noted to be related to social isolation. It was confirmed there was no programming issue related to the diagnosis of drug underdose. As of (B)(6) 2019, the patient again reported more leg and back pain. Interventions taken included reprogramming and administering medications.